Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent transvaginal removal of suburethral tape, deeply encroached into the urethral wall with urethral erosion, harvesting of rectus fascia for urethral erosion closure, fascial patch graft interposition, anterior vaginal flap advancement and cystoscopy with suprapubic tube placement on (B)(6) 2013 due to urethral erosion s/p mini arc sling, recurrent incontinence and urethrovaginal fistula. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent cystoscopy with holmium lasering of exposed tape in the urethral wall on the left side on (B)(6) 2013 and macroplastique injection 2.5ml x 2 on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, urinary tract infection and dyspareunia.